Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made.  As such, the investigation will be closed.  If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: rupture. Date of explantation: (B)(6) 2023. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a breast surgery with implantation of a 475cc mentor memorygel breast implant prosthesis. Post-operatively, the patient was diagnosed with a ruptured left breast implant by a medical professional. As a result, the patient is scheduled for removal on (B)(6) 2023. The date of event was not provided to mentor. The date of explantation was provided as an estimate to mentor. Follow-ups are being conducted. If more information becomes available, mentor will submit a supplemental report accordingly.

Manufacturer narrative:
On november 07, 2023, mentor received the following additional information: the patient's date of birth was provided and the appropriate field has been populated. Date of event: august 09, 2023 updated date of explantation: (B)(6) 2023 on november 10, 2023, mentor was provided with following additional information: patient age at the time of event: 35 years old. The patient underwent bilateral removal and replacement with allergan breast implants. During this procedure, the patient was also discovered to have a ruptured right breast implant in addition to the left implant rupture. There were no reported procedural delays or patient consequences due to the discovery. As another event was reported for the contralateral side, another file was generated to document the event. This report is for the left breast prosthesis. Refer to manufacturing report number 1645337-2023-14026 for the contralateral event. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On december 18, 2023, the mentor analysis lab received the suspect medical device for evaluation. On december 22, 2023, mentor completed an evaluation on the returned device. Mentor then conducted a visual inspection, microscopic examination and thickness measurement of the device. Visual analysis of the returned sample revealed that the breast implant was found to be ruptured, received in seven (7) parts. Microscopic examination was performed, and the cause of the tear could not be identified. Therefore a thickness measurement was conducted on the shell at the tear, and the thickness was within manufacturing specifications although no conclusion could be reach on the cause of the reported event, the instructions for use contain the following caution: rupture can occur at any time after implantation but is more likely to occur the longer the implant is implanted. The following may cause implant to rupture: stressing the implant during implantation and weakening it; folding or wrinkling of the implant shell; excessive force to the chest (e.g. During closed capsulotomy); trauma; compression during mammographic imaging; and severe capsular contracture. Breast implants may also simply wear out over time. Manufacturer¿s reference number: (B)(4).